Event description:
Report received of an over-delivery. The pump was programmed in the dose calculation mode of mcg/kg/min delivery of 75mg of integrilin in 100ml at 2mcg/kg/min dose, which calculates to a rate of 18.2 ml/hr. At 0710, a new container was hung and reportedly at 0900 the pump gave an audible dose end alarm. At this time, the nurse noted that there was 10ml of medication remaining in the container instead of the expected 66.6ml. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.